Manufacturer narrative:
Follow-up #1 (B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the programmed user's settings remained in the pump's settings, except the time and date. The time and date was found to reset to default settings. A bt1 failure was found during investigation. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. A normal 10 unit bolus and a 10 unit audio bolus were successfully performed and both accurately recorded in the pump history. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. The reported complaint was unable to be duplicated.

Event description:
On (B)(6) 2013 the patient contacted animas alleging that with the past two battery changes, all pump settings were cleared. The patient noted that she had to manually re-enter all her basal rates, the insulin to carbohydrate ration, and insulin sensitivity factor. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.